Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19 and cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose level was 118 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Additionally, the cartridge alarm 5 issue was verified in the pump logs, however, no failure was identified.